Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had no power and displayed a black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and had no power. A field service engineer attempted to disconnect all drawers and pyxis cables, but the station still would not power on, replaced the power supply and communication sled, and the station powered back on. After reconnecting the pyxis cables, the station failed again, and the fse identified the tower as the source of the issue, removed and replaced the tower controller board, but the station still did not power on, then replaced the tower pyxibus cable, which restored power to the station, reconfigured the tower and tested all doors, all of which operated correctly. The station remained powered on, and the tower doors opened with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had no power and displayed a black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.